Event description:
Event description guidant received information that attempts were made to reprogram this implantable cardioverter defibrillator (ICD) consistent with recall/advisory information and an out of range telemetry message was displayed. Subsequent attempts to interrogate this ICD were unsuccessful. The next day, this ICD was noted to be pacing the heart at the maximum tracking rate.